Event description:
I opened a brand new contact lense and put it in my eye. After it scratched my eye, I took it out to inspect it and saw that it had a chip missing from the side. Dates of use: (B)(6) 2014, diagnosis or reason for use: nearsightedness, event abated after use stopped or dose reduced: yes.